Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 173 mg/dl. The customer reported jumping into the pool with their insulin pump prior to the button error alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no escape or act button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker. No moisture damage was noted inside of the insulin pump.